Event description:
It was reported that there was no flow through a solution set. It was observed that 3 hours after medication delivery was started, the baxter pump alarmed that the volume had been infused; however, the medication had not been delivered. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.